Event description:
It was reported that upon insertion of the catheter the operator was unable to enter blood vessel with a bd nexiva¿ 20ga 1.00in hf y w/ cap. The catheter was removed and was discovered that the catheter was damaged. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that catheter unable to enter in the blood vessel after completed penetration. Also, it's noticed that needle trough the catheter and catheter damaged. Complete translation from reporter: at that time, the operator to the patient needle operation, in the needle into the patient's blood vessels appear back into the blood vessels to push the softening catheter appears resistance, the operator believes that the needle is not placed in the blood vessel, then push the needle and soften the catheter, but there is resistance, the operator tried after failure, pull out the needle and soften the catheter, the needle was found to be pricked from the middle part of the softening catheter, and the catheter and softening catheter were y-shaped.

Manufacturer narrative:
H.6. Investigation summary: check the appearance of returned samples, with obvious blood traces of the used sample; withdraw the cannula back a little and the catheter tubing keep in linear status. Didn¿t see the phenomenon of y shape between cannula and catheter tubing described on complaint report. When reassembled the cannula in place, there is no obvious resistance or puncture through the catheter tubing. Therefore, the possibility of product defect can be eliminated. A review of the device history record revealed no irregularities during the manufacture of the reported lot. There was a hole pierced near the front end of the catheter tubing bottom side, when checking the returned sample under a 20x magnifier. Opening of the pierced hole is almost perpendicular to the axis of length direction and toward outside. Withdraw the cannula out and reinstall it in catheter tubing 5 times, no sign of similar defect occurred. Conclusion: the simulation of defect is to push the cannula forward (toward catheter tip) while catheter tubing is inserted in vessel, without lowering and advancing the entire catheter tubing and needle unit, the catheter tubing will be pierced through by cannula for every trial, and reproduced defect is similar with the defect on appearance and position. Therefore, improper use lead to this reported defect is high possibility. Root cause: improper insertion.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon insertion of the catheter the operator was unable to enter blood vessel with a bd nexiva¿ 20ga 1.00in hf y w/ cap. The catheter was removed and was discovered that the catheter was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that catheter unable to enter in the blood vessel after completed penetration. Also, it's noticed that needle trough the catheter and catheter damaged. Complete translation from reporter: at that time, the operator to the patient needle operation, in the needle into the patient's blood vessels appear back into the blood vessels to push the softening catheter appears resistance, the operator believes that the needle is not placed in the blood vessel, then push the needle and soften the catheter, but there is resistance, the operator tried after failure, pull out the needle and soften the catheter, the needle was found to be pricked from the middle part of the softening catheter, and the catheter and softening catheter were y-shaped.